Event description:
A patient reported they were unable to test due to the "error 2" prompt from their one touch ultra meter. The last blood glucose reading the patient obtained was 204 mg/dl. Patient states the meter is physically harming patient. It is not known whether patient sought medical attention. Patient did not receive any treatment. No further information has been reported.